Event description:
It was reported that during the procedure the implant disassembled in the disc space. The implant was removed and an alternate implant of the same size was used to complete the case. There were no additional patient impacts or surgical delays reported.

Manufacturer narrative:
The complaint is non-verifiable for one (1) of one (1) returned mobi-c implant (pn mb3355) for the failure of disassembly when removing the peek from the implant. The severity of this event is 0 (rmr-00107). Medical records were not provided for review. Potential cause: this failure could be caused by failure to widen the peek cartridge enough to clear the side posts of the prosthesis plates during removal, and/or failure to rotate the peek to the correct angle during removal, causing it to bind/stick on the prosthesis, leading to disassembly. Complaint history: there were other 8 complaints for similar events related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the implant disassembled in the disc space. The implant was removed and an alternate implant of the same size was used to complete the case. There were no additional patient impacts or surgical delays reported.